Event description:
The pump was returned for multiple "no prime" alarms. Evaluation revealed that the force sensor was out of calibration and there was corrosion in the force sensor assembly. This report is made based on results of investigation completed on (B)(4) 2011.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. During evaluation the force sensor was found to be out of calibration. There was evidence of corrosion on the force sensor plate. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Evaluation also revealed that the vibrate motor was corroded and non-functional.